Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian artery. A 12.0 x 60, 135cm mustang¿ balloon catheter was selected for use to dilate the lesion. When the balloon reached the proximal part of a previously placed stent, the balloon was inflated. However, upon inflation, the balloon ruptured with the pressure less than the 14 atms rated bust pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. A visual examination suggests that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal balloon tear was identified in the balloon material. The tear was identified 5mm distal to proximal touch-up and extended distally along the balloon material to a position 9mm proximal to the tip. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).